Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. The stylet insertion and removal test was performed and found the stylet could not be inserted due to over-torqued inner coil at the connector region. The cause of the reported event was isolated to the over-torque of the inner coil at the connector region consistent with procedural damage.

Event description:
During attempted implant, the stylet could not be advanced in the right ventricular (rv) lead. Lead damage was observed. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.